Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/25/2015. The fse cleaned hgb chamber due to film build up on the inside of the chamber. He also replaced pinch valve, vl167 (draining of fluid to hgb chamber) where there was an occlusion at the fitting restricting flow to hgb chamber. The repairs corrected the hgb voltage to an acceptable level and resolved the reported issue. (B)(4).

Event description:
The customer reported receiving failing daily checks for hemoglobin (hgb) incomplete (non-numeric results) on a unicel dxh 800 coulter cellular analysis system, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.